Event description:
It was reported that the buttons on the insulin pump were not responding and it was making a loud noise. The customer stated the insulin pump was exposed to water because the customer went swimming. Her blood glucose level was 202 mg/dl. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. All buttons functioned properly. Insulin pump had moisture damage on keypad traces. No unexpected alarms noted during testing. No loud noise noted during testing. Insulin pump had moisture damage noted on electronic assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.